Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
First surgery (B)(6) 2015 due to an l1 fracture. Implants was placed th11-l2. X-ray 3 month later is ok. X-ray 8 month later shows that the setscrew in left l2 has loosened from the screw. The patient can describe that she, during work duty, felt that something broke in her back. After that incident she had back pain. The pain has declined gradually. When they could see that the setscrew has loosened and the patient has pain, they decide to reoperate and remove the implants. During surgery they notice that the screw in left l1 is broken. The tip of the screw is left in because it's deep in the pedicle. It took some extra time(15 min) and also extra x-ray to find the loose setscrew.